Event description:
It was reported that a cadd®-solis vip ambulatory infusion pump failed the flow test by +7.6%. No injury was reported.

Manufacturer narrative:
One used pump was received for investigation. A visual inspection found there to be no physical issues with the device. The event history log was unable to be downloaded. The pump was visually inspected and was tested for any signs of function and pressure failure. The pump was not able to fully powered up due to alarming "41786" error code message. A root cause for the error message and the reported delivery accuracy problem could not be determined.